Event description:
Medwatch with (B)(4) received on 09feb2016 with the following: the patient was placed in mayfield pins/clamp while supine on stretcher for a stealth guided suboccipital craniotomy resection of tentor&#833;l meningioma, right frontal ventriculost. The mayfield was tightened to 60 pounds of pressure and locked. During repositioning to prone on the operating room table, the pin slipped on the patient's head resulting in a laceration. The laceration was located on the left temple, approximately 1.5 cm long. It was sutured by the physician prior to the start of the surgical procedure. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 05may2016. The product was not released by the customer for evaluation. The lot number of the device was not provided. The most likely lot numbers could be 101 and 129. Lot# 101: this device was manufactured on march 31st of 2010 and a review of dhrs containing lot code 101 showed that the lots passed the required inspection points without mrrs or variances. No service history on file. Lot# 129: the device history record for the unit(s) listed in this complaint under lot code: 129 manufacturing date of 12/14/2012. A total of (B)(4) work orders were made under this lot and all passed the 1101 inspection checklist. No abnormalities related to reported incident were found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. No manufacturing or design related trend has been identified. The device was not released for evaluation; therefore the root cause to the end user's experience could not be determined.